Event description:
Technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake rocker arm with a brake upgrade kit and brake casters to resolve the issue.